Event description:
It was reported that, the device would not coagulate. It was tearing the tissue and not coagulating. The customer used electro cautery and completed the case with no pt consequence. The device will be returned for analysis.